Manufacturer narrative:
The universal handle assembly was returned with a fractured handle. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Strike marks are seen on the strike plate indicating use while in service. Review of the receiving inspection report review indicates the devices were manufactured to specifications. This device is used for treatment. The universal handle has a potential field age of 1 year and 5 months; however, the frequency of use of this device is unknown. A specific cause for the reported condition could not be determined with certainty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the handle cracked during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.